Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that multiple cartridge alarms (alarm 16) occurred with multiple cartridges. Customer was unable to clear the alarm and reverted to manual injections for insulin therapy. Customer's blood glucose was 266 mg/dl.